Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having concerns about not being able to trim aligners and bridge coming off again. Per the clinical support assessment team notes, they noticed the lower 17 aligner looks trimmed or broken before moving forward with overcorrections.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.